Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer's blood glucose level went down to 389 mg/dl. Troubleshooting for no delivery was performed. Customer advised changing out the infusion set and reservoir resolved the no delivery alarm. The insulin pump will not be returned for analysis.